Event description:
A patient reported blood glucose results of 168 mg/dl with a lifescan meter and 133 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. Meter was replaced.